Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was turned on and left for five hours with no issues of display distortion observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The front panel pcba will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a novum iq large volume pump malfunctioned in the biomedical service department. There was no patient involvement. No additional information is available.